Manufacturer narrative:
Service rep inspected unit found system working as designed. Suspect power issue at the facility.

Event description:
Customer reported intermittent generator errors occur when facility is testing back up generators. No injury reported.